Event description:
Consumer called concerned with the accuracy of their bd logic meter. Analysis run on clark error grid using mean average reading (266) as ref. Point vs. Bd readings (218,422,249,174) yielded data points in the c/d range of the grid, outside acceptable limits.